Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The cholesterol reagent lot number was 90069301 with an expiration date of 31-may-2026. The qc was acceptable. The field service engineer (fse) detected that the sample probe wash volume was too low. He exchanged and adjusted the sample probe and its volume. The fse verified that the system was performing within specifications. The service actions of exchanging the sample probe resolved the issue. The root cause was due to a defective sample probe.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay and 1 patient sample tested with cholesterol gen.2 assay on a cobas c 503 analytical unit. Patient 1: glucose: initial result: 37.6 mg/dl. The initial result did not match the patient's medical condition, and the sample was repeated. Repeat result: 95.5 mg/dl. Patient 2 was tested on (B)(6) 2025: cholesterol: initial result: 12.9 mg/dl. The initial result was low, prompting the repeat of the sample. Repeat result: 265 mg/dl. The repeat results were deemed to be correct.